Event description:
The customer stated that the navistar catheter failed during ablation, and hence a non-bwi catheter (name on-file, if required) was used to perform additional ablation for one and a half hours in order to complete the case. It was reported that the patient's condition deteriorated rapidly and a cardiac tamponade, ventricular tachycardia, heart failure and brain death developed. The physician is of the opinion that excessive ablation caused the cardiac tamponade which lead to the patient's death.

Manufacturer narrative:
The section on precautions in the instructions for use states. "When using the navistar or navistar ds catheters with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered.